Event description:
It was reported the impedance on electrodes 8-11 was >10000 ohms. The lead was tested several times in the snaplid and was determined to be "broken." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778, lot# v887409006, product type lead. (B)(4).